Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.